Event description:
It was reported that during a device replacement procedure, the lead was stuck and would not come out after multiple attempts. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of failure to disconnect was confirmed. The device was at elective replacement indicator (eri) upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Analysis revealed the right ventricular set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Please retract manufacturer report 2017865-2025-11076. This should not have been reported as a medical device report (MDR), as the product has not been approved by FDA and is part of investigation device exemption (ide).